Event description:
On (B)(6) 2013, patient contacted animas, alleging that the buttons are not responding to presses. Patient stated that the audio bolus button activated the bolus screen and the screen stayed blank when the keypad buttons are pressed. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/12/2013-device evaluation:the insulin pump has been returned and evaluated by product analysis on 10/30/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages and no visible damage to the keypad. Investigation found the contrast, ¿ok¿ and up¿ buttons unresponsive while the ¿down¿ button responded properly. Evaluation was unable to obtain an audio reading due to the unresponsive contrast button. Removal of keypad cover did not find contamination or anomalies with any of the keypad button contacts. When the pump casing was opened, keypad flex was found to be damaged.